Event description:
The clinician reports the implant was inserted (B)(6) 2016 in ada 27. Details of surgery: implant surface not completely covered with bone. On (B)(6) 2021, loss of osseointegration was verified. Patient presented with poor oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: bleeding and inflammation. No further patient complications were reported.